Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date in 2018 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3183, UDI: serial: , batch: 4317009. Common device name: scs lead, model: 3183, UDI: serial: , batch: 4317009. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.